Manufacturer narrative:
Correction: (B)(4).

Event description:
New information states that the lead was explanted and replaced on (B)(6) 2019. The patient was in stable condition before, during and after the procedure.

Manufacturer narrative:
The reported events of noise and lead damage were confirmed. As received, a complete lead was returned in three pieces. Multiple external insulation abrasions were found at 10.8 ¿ 11.3 cm, 13.5 ¿ 14.0 cm, 17.8 - 20.2 cm from the connector pin, proximal to the suture sleeve tie impressions breaching all the lumens. The ptfe liner in these locations was intact but one ring electrode etfe cable coating was found to be abraded. The cause of the reported events is due to the external insulation abrasions consistent with friction to the device can.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented in clinic for routine follow up. Upon interrogation, the lead exhibited noise. Lead damage was noted. Programming changes were made. The patient was in a stable condition and will continue to be monitored.